Event description:
It was reported per field service report: symptom - unit tripped circuit breaker on two separate occasions. On one occasion, the pump would not power up event through it was plugged in. Findings/action taken: replaced power supply. Electrical safety test performed. Power supply being returned.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.